Event description:
The customer reported her blood glucose reached 24.5 mmol/l (441 mg/dl) after wearing the pod for longer than 48 hours. She noticed the needle was still sticking out of the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.